Event description:
It was reported that guidewire distal tip detachment occured. The target lesion was located in the circumflex. A 190cm fighter was advanced to treat the lesion. The device was crossed through the totally occluded lesion and embedded in the calcium. When the turnpike was advanced over the wire for exchange, they the pulled the wire back and 4 cm of the tip broke off. The wire remained in the patient's body. No patient complication were reported. The next day, a new wire was placed next the detached component and a stent was deployed to trap the wire. The procedure was successful without any issue to the patient. It was further reported that the device was lodged in the distal circmflex and they could never get back to it through antegrade approach. They went to retrograde and externalized the wire and attempted the circumflex trapping the wire.

Event description:
It was reported that guidewire distal tip detachment occured. The target lesion was located in the circumflex. A 190cm fighter was advanced to treat the lesion. The device was crossed through the totally occluded lesion and embedded in the calcium. When the turnpike was advanced over the wire for exchange, they the pulled the wire back and 4 cm of the tip broke off. The wire remained in the patient's body. No patient complication were reported. The next day, a new wire was placed next the detached component and a stent was deployed to trap the wire. The procedure was successful without any issue to the patient. It was further reported that the device was lodged in the distal circumflex and they could never get back to it through antegrade approach. They went to retrograde and externalized the wire and attempted the circumflex trapping the wire. It was further reported that the saphenous vein graft was occluded. The native obtuse marginal (om) was wired and ballooned proximally. The distal wire tip detached in the distal vessel. Three or four days after the initial procedure, the patient presented with left facial numbness and arm numbness. The patient was monitored overnight and the following day underwent a brain MRI which revealed scattered punctate acute infarcts in the bilateral cerebral and left cerebellar hemispheres. On (B)(6) 2019, the patient exhibited small embolic stroke pattern likely related to the catheterization procedure versus a cardioembolic source.

Event description:
It was reported that guidewire distal tip detachment occured. The target lesion was located in the circumflex. A 190cm fighter was advanced to treat the lesion. The device was crossed through the totally occluded lesion and embedded in the calcium. When the turnpike was advanced over the wire for exchange, they the pulled the wire back and 4 cm of the tip broke off. The wire remained in the patient's body. No patient complication were reported. The next day, a new wire was placed next the detached component and a stent was deployed to trap the wire. The procedure was successful without any issue to the patient.